Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer was unable to exit the "preparing to prime" loop. Customer's blood glucose reading was 313 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.